Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported patient fell and experienced ineffective therapy. Diagnostic testing indicated high impedance on multiple contacts of the lead. Reprogramming did not resolve the issue. Surgery may occur to address the issue.

Manufacturer narrative:
H6: health effect: impact code: in previous report, code 4627 should have been entered instead of code 4629.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred to explant the lead to address the issue.